Event description:
As stated by the customer on (B)(6) 2012: found faulty gas strut. An arjohuntleigh technician solved the problem by replacing the gas strut.

Manufacturer narrative:
This report is being filed under exemption (B)(4 ) by arjohuntleigh, inc (B)(4) on behalf of the manufacturer arjo hospital equipment ab. Manufacturer information will be provided upon conclusion of the manufacturer's investigation.